Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm. The customer¿s blood glucose level was 126 mg/dl. The customer performed troubleshooting for failed battery alarm however, it was found that the insulin pump alarmed failed battery alarm after changing new battery. The insulin pump will not be returned for analysis.